Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Quality-safety evaluation of product technical complaint (ptc) received on 05-jul-2016: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (" pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("severe menstrual cycles"), cyst ("cysts") and complication associated with device ("device complications"). The patient was treated with surgery (surgery to remove the essureg). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia, cyst and complication associated with device outcome was unknown. The reporter considered autoimmune disorder, complication associated with device, cyst, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event medical device removal was deleted and event autoimmune disorder, severe menstrual cycles, cysts, pain was added with essure start and stop date. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (" pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("severe menstrual cycles"), cyst ("cysts") and complication associated with device ("device complications"). The patient was treated with surgery (surgery to remove the essureg). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia, cyst and complication associated with device outcome was unknown. The reporter considered autoimmune disorder, complication associated with device, cyst, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-nov-2017: event medical device removal was deleted and event autoimmune disorder, severe menstrual cycles, cysts, pain was added with essure start and stop date. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ migration'), device dislocation ('migration') and pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), menorrhagia ("severe menstrual cycles"), cyst ("cysts") and complication associated with device ("device complications"). The patient was treated with surgery (surgery to remove the essure and surgery to remove the essureg). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, pelvic pain, autoimmune disorder, menorrhagia, cyst and complication associated with device outcome was unknown. The reporter considered autoimmune disorder, complication associated with device, cyst, device dislocation, menorrhagia, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2020: plaintiff fact sheet received: reported information, indication, event migration or perforation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ migration'), device dislocation ('migration') and pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder"), menorrhagia ("severe menstrual cycles"), cyst ("cysts") and complication associated with device ("device complications"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, pelvic pain, autoimmune disorder, menorrhagia, cyst and complication associated with device outcome was unknown. The reporter considered autoimmune disorder, complication associated with device, cyst, device dislocation, menorrhagia, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.